Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 387 mg/dl. The customer was also vomiting. The mother reported that the infusion set fell off during the night, as the customer slept. Troubleshooting was performed. The insulin pump had the wrong year programmed, and the serial number label was missing. Advised the mother that the insulin pump would be replaced due to the missing serial number label. Nothing further was reported.